Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ and patient experienced redness, induration, increase in local temperature, and chin pain 7/10 days after application. Treatment was performed, improved, but induration persisted, redness and pain. Almost 1 month after application, it continues with pustule-like formation and spontaneous drainage of thick yellowish material and at certain times seropurulent type. Sample was taken and cultured. Result was not provided.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.